Event description:
A customer reported that the unit shut down on its own prior to a cataract procedure. There was no patient involvement. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).